Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient worked with a manufacturer representative during the trial because they thought the patient had an infection during that time. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.